Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/12/2025, a sales representative reported via email that an (qty. 2) of an ar-18716-11 low profile cortical screw and an ar-18716v-12 val screw broke off during implantation of the screw into a plate. Each screw broke at the neck while they were screwing into the plate, leaving the shaft of the screw in the bone, as removal could not be extracted. This was discovered during a metacarpal fracture orif procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 06/02/2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed by the attached picture, which doesn't show the y-plate, 1.6mm, 8 hole ar-18716p-12, per the allegation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0192-eo - g precautions - 5. Screws should be inserted by hand and not with powered equipment. No problem found with the plate reported.

Event description:
Additional information: the plate used in the surgery was ar-18716p-12 y-plate. There were no difficulties encountered when securing screws and the surgeon did not appear to be over-torquing on screws before the heads broke. All screw heads were retrieved from the patient. The case was completed using additional val screws from the mini cfs set, ar-18716v-11, -12, -13 and an extra plate, ar-18716p-18 t-plate on a second finger that they did not encounter any issues with. No piece of the instrument broke when the screws broke off. There was no case delay, and no added anesthesia was administered. No adverse effects reported on or after the surgery. There is no other surgery planned due to the issue.